Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. A customer experienced a skin infection at the sensor site, with symptoms including redness, hardness, and warmth. The customer had contact with a healthcare professional (hcp) over the phone and self-treated by applying an unspecified cream. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.